Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that during a da vinci-assisted surgical low anterior resection surgical procedure, the customer reported the draping was done flawlessly according to procedure. When the button was pressed to deploy the arm, the ring inside the drape ring did not rotate, and the entire draping ring (with the outer frame) moved, causing the drape ring to come off. They tried to reinstall it, but it did not work, so customer replaced it with a new one, and it worked fine. The procedure was completed with no reported injury.